Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Reportedly, the pump was alerting, however, graphics on the screen were not visible. The cause for the cracked screen was unknown. Customer¿s blood glucose was approximately 200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.